Event description:
It was reported by svc report that the head of the bed was stuck in an elevated position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cam card out of adjustment.